Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Gore received medwatch (B)(4) on 21-mar-2023. It was reported that during an unknown procedure on (B)(6) 2023, the valve on a gore® dryseal flex sheath broke, resulting in massive blood loss that required mass transfusion. Additional information was received from risk manager at (B)(6) on 5-apr-2023. Physician name, patient initials and gender, weight, comorbidities and medications. Additional information states that the medical record states that as the surgeon was "fishing through the valve with forceps and a hemostat in order to grasp the end of the 0.018 wire, the valve on the 12fr sheath broke". Estimated blood loss was approximately 3000 ml, and it was replaced with 5 units of packed red blood cells, 2 units of fresh frozen plasma and 10 packs of platelets. The patient survived the event. The device was discarded, and the packaging was discarded prior to the failure, and was unable to be retrieved.